Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a hurricane rx biliary balloon dilatation catheter was used during a dilatation procedure. The procedure was performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon was attempted to be inflated in the bile duct, however the balloon was noted to be torn and would not inflate. It was reported that balloon was removed from the patient completely intact and that a different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a hurricane rx biliary balloon dilatation catheter was used during a dilatation procedure. The procedure was performed on (B)(6), 2012. According to the complainant, during the procedure, the balloon was attempted to be inflated in the bile duct, however the balloon was noted to be torn and would not inflate. It was reported that balloon was removed from the patient completely intact and that a different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported that the patient is over 18 years old. (B)(4) balloon material torn. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual and functional evaluation of the device was performed; inflation revealed the balloon portion of the device to have a pinhole. No damage was noted to the catheter of the device. The complaint about the balloon was confirmed. It is most likely that this failure occurred due to procedural or anatomical factors encountered during the procedure which limited the performance of the device (e.g., the balloon comes into contact with a sharp exterior source). Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.